Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 2 months. The reason for explant is unknown. Despite attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The explanted device was replaced with another edwards valve. No other details provided.

Manufacturer narrative:
Device not returned. Despite attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the root cause of this event could not be determined. There have not been any allegations of a malfunction or deficiency related to the explanted valve. Continued attempts are being made to obtain additional details regarding this case. A supplemental MDR will be submitted in the event any new information is received.

Manufacturer narrative:
Based on the discharge summary, discharge date of (B)(6) 2012, the patient had a recurrent prosthetic valve endocarditis with sepsis. The patient had a redo aortic valve replacement, mitral valve replacement tissue and removal of the ICD generator and leads. Postop he recovered in the cardiac ICU. The patient was temporary pacing dependent and intubated. By postop day 1, the patient was extubated and dopamine was weaned off. On (B)(6) 2012, a chamber transvenous defibrillator was placed. On (B)(6) 2012, he was transferred to the floor and he was doing well. The patient was discharged on (B)(6) 2012. On (B)(6) 2012, per the discharge summary, the patient was presented with acute episode of weakness and confusion at his home. During his stay in the hospital, he was found to have bacteremia and was treated for several days. The patient was diagnosed with recurrent infective endocarditis of mitral prosthetic valve, recurrent infection on the pacemaker lead wire, pseudomonas bacteremia with pseudomonas valvular infection. The patient was discharged to a nursing facility until he has completed the antibiotic therapy and then will be re-admitted to undergo redo valve placement. Unfortunately, the valve was not returned to edwards for analysis, and therefore, the root cause of this event could not be investigated. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, per the discharge summary, the patient had a recurrent prosthetic valve endocarditis with sepsis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization. No further actions are possible with the available information.